Manufacturer narrative:
Patient code: 3191 - residual astigmatism should have been included in initial MDR. Method code 4111 should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens optic and both haptics split and broken. Unable to identify lens model or to perform dimensional/refractive inspection due to condition of lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +1.5/+6.0/092 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault and the patient experienced a refractive surprise. The lens was repositioned on (B)(6) 2019 but the problem was not resolved and the lens was explanted. The lens was exchanged for a longer lens and the problem was resolved. The patient still had some astigmatism left. The patient will have a laser procedure to resolve the astigmatism. The cause of the event was unknown. See MFR report # 2023826-2019-01733 for exchanged lens.